Manufacturer narrative:
Date rec¿d by MFR : 04oct2019, date of report : 07oct2019. The customer stated that replacing the flow sensor addressed the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator had low leak co2 breathing risk error. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30sep2019. The customer troubleshot with technical support. The customer was advised to perform performance verification test (pvt) to see if passes. If flow test fails suspect the flow sensor. The customer performed performance verification testing (pvt) and all tests passed. The customer ordered a flow sensor to address the reported issue.

Event description:
It was reported that the ventilator had low leak co2 breathing risk error. There was no patient involvement.